Manufacturer narrative:
The pump was returned to the manufacturing to be evaluated. No visual manufacturing abnormalities were noted. Since the infusion was stopped due to a system error, the user classified the complaint as under-infusion. B. Braun completed an evaluation of this pump per the procedure for complaint returns. The reported failure of an under-infusion was not confirmed. The pump's delivery accuracy was tested three times. Test results were within specification standards. The reported error code 2111 (kup active reset) is possibly caused by the voltage supply being interrupted during operation. The reported system error 2111 (kup active reset) was addressed by cleaning the battery contacts. System errors are a feature of the pump put in place to protect the patient. The serial number history review revealed that the pump was never in-serviced since it was delivered to the facility on (B)(4) 2009. It is recommended that the pump be in-serviced yearly. The pump met all visual and physical testing requirements. The pump was returned to the customer. All available information was forwarded to the actual manufacturer for evaluation.

Event description:
As reported by the sales rep per the user facility: reports pump did not infuse, error 2111 on pump and pump not infusing. Male patient was receiving continuous drip of levophed at quadruple strength, at rate of 50 cc/hr. Patient did not receive this dose while pump alarmed until they could transfer to a different pump and continue infusion. Reports patient's blood pressure "plummeted." Customer does not know how long infusion was running before alarm, does not know when pump was last serviced or who provided service. Set was not saved as used on other pump and patient went to operating room. Able to continue care on patient once infusion restarted. Additional information provided by the facility indicated the patient suffered no adverse sequela associated with the reported the incident.